Manufacturer narrative:
The customer was uncertain if the sample had been retained for evaluation. A prepaid mailing label was sent to the customer for the return of the product, if available. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
The catheter was placed in the right antecubital. During IV insertion, the nurse pricked the skin, threaded the catheter, retracted the needle, connected the IV catheter and flushed all without any problems. The nurse then turned away to grab the tape to secure the device. She shifted the blue end hub and noticed blood at the site. The catheter had cleanly separated from the hub. X-rays were taken and a cutdown performed to successfully retrieve the catheter fragment. The adapter was sent to the hospital with the pt. The catheter fragment was removed at providence portland medical center. Karen does not think that the piece was saved. No extra hospitalization was required due to the event. The pt was in for an upper endoscopy. The pt is stable.